Manufacturer narrative:
Investigation conclusion: retention products were tested with hcg quality control cut-off standard (25miu/ml) and high level hcg clinical urine (231.3iu/ml, 213.7iu/ml, 221.9iu/ml). All devices showed positive results at read time and met quality control specifications. No false negative results were obtained during in-house testing. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. This issue will be subject to tracking and trending. Per the package insert, the intended use of this product is for the qualitative detection of human chronic gonadotropin in serum or urine to aid in the early detection of pregnancy. Additionally, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Troubleshooting was performed with the customer. Discussed limitations per the corresponding package insert: this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
Unspecified date: patient came into the facility for a free ob/gyn clinic that was being offered. Testing was performed on the consult diagnostics hcg urine dipstick kit and a negative result was obtained. Customer states patient is already aware that she is pregnant. Unknown how patient confirmed pregnancy prior to this visit. No adverse outcomes reported. Although further information was requested, no further information was able to be provided.